Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. It was reported that the peritonitis was manifested by abdominal pain. The patient was treated with vancomycin and ceftazidime (intraperitoneally, dose and frequency not reported) for the event. The patient was discharged on an unknown date in the same month as hospitalization and was recovering from the event. Treatment was discontinued three days after receipt of this report.. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced peritonitis. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.